Manufacturer narrative:
Information corrected: device codes (h6).

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) implant surgery and shortly after implantation the device stopped working. The pump would not rebound indicating possible fluid loss or pump issue. A revision surgery was performed and during the procedure it was noticed that the pressure regulating balloon (prb) had a large hole in it. After the prb was removed and replaced, the original pump was tried to be placed inside the patient, but the doctor felt it was still not fully re-inflating, therefore, the pump was also removed and replaced. No patient complications were reported.

Event description:
It was reported that, shortly after implant of this artificial urinary sphincter (aus), the device stopped working. The pump would not rebound indicating possible fluid loss or a pump issue. A revision surgery was performed and during the procedure it was noticed that the balloon had a large hole. After the balloon was removed and replaced, the original pump was attempted to be put back, but it was not fully re-inflating. Therefore, the pump was also removed and replaced. No patient complications were reported.

Manufacturer narrative:
Upon receipt of this artificial urinary sphincter (aus) pump and balloon at our quality assurance laboratory, the returned components underwent a thorough analysis. The pump was visually examined and microscopically tested. No leaks or damage were found; however, the pump did not perform within specification during the flow resistor test. The balloon was visually examined, and a large tear was identified in the shell consistent with avulsion and material fatigue. The balloon was not functionally tested due to the confirmed damage. Based on the information available and analysis results, the flow resistor issue identified in the pump and the tear observed in the balloon could have caused or contributed to the reported clinical observation of mechanical issue.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) implant surgery and shortly after implantation the device stopped working. The pump would not rebound indicating possible fluid loss or pump issue. A revision surgery was performed and during the procedure it was noticed that the pressure regulating balloon (prb) had a large hole in it. After the prb was removed and replaced, the original pump was tried to be placed inside the patient, but the doctor felt it was still not fully re-inflating, therefore, the pump was also removed and replaced. No patient complications were reported.